Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the nurse stated that they are just starting therapy on a patient. They were using the arctic sun device in normothermia to control the patient¿s temperature. Nurse stated that they were receiving a low flow alarm. They have tried checking the connections and straightening the tubing. Confirmed they have four pads connected, nurse was unsure of which size, pads are new. Patient had not been to any procedures or imaging. Had nurse stop therapy, empty pads, and disconnect the pads. Walked nurse through placing the device in manual control. With no pads connected, system diagnostics showed that the water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.9psi, circulation pump command (cpc) was 90 percentage, system hours were 2,366 and pump hours were 1,9994. Had nurse attached left leg holding only the blue tubing and not the clear plastic clamp. Water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -4.1psi, circulation pump command (cpc) was 91 percentage. Attached left chest pad: water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.1 psi, circulation pump command (cpc) was 100 percentage. Attached right leg pad: water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage, had nurse remove the right leg pad. Attached right chest pad: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -5.1 psi, circulation pump command (cpc) was 67 percentage. Explained the circulation pump was working hard on this device and might be the issue, asked nurse if they had another device, they could try these pads on. Nurse stated that they have already requested another device from biomed, they were waiting on it to be brought to them. Walked nurse through disabling manual control and resuming therapy, water flow rate (wfr) was settled at 1.6 l/min. Had nurse tried adding back the right leg pad and water flow rate (wfr) was went up to 2 l/min and holding. Suggested they try swapping to another device and if that did not work, they might also try a new set of pads. Encouraged nurse to call back if they have any more issues.

Event description:
It was reported that the nurse stated that they are just starting therapy on a patient. They were using the arctic sun device in normothermia to control the patient¿s temperature. Nurse stated that they were receiving a low flow alarm. They have tried checking the connections and straightening the tubing. Confirmed they have four pads connected, nurse was unsure of which size, pads are new. Patient had not been to any procedures or imaging. Had nurse stop therapy, empty pads, and disconnect the pads. Walked nurse through placing the device in manual control. With no pads connected, system diagnostics showed that the water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.9psi, circulation pump command (cpc) was 90 percentage, system hours were 2,366 and pump hours were 1,9994. Had nurse attached left leg holding only the blue tubing and not the clear plastic clamp. Water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -4.1psi, circulation pump command (cpc) was 91 percentage. Attached left chest pad: water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.1 psi, circulation pump command (cpc) was 100 percentage. Attached right leg pad: water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage, had nurse remove the right leg pad. Attached right chest pad: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -5.1 psi, circulation pump command (cpc) was 67 percentage. Explained the circulation pump was working hard on this device and might be the issue, asked nurse if they had another device, they could try these pads on. Nurse stated that they have already requested another device from biomed, they were waiting on it to be brought to them. Walked nurse through disabling manual control and resuming therapy, water flow rate (wfr) was settled at 1.6 l/min. Had nurse tried adding back the right leg pad and water flow rate (wfr) was went up to 2 l/min and holding. Suggested they try swapping to another device and if that did not work, they might also try a new set of pads. Encouraged nurse to call back if they have any more issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated that they are just starting therapy on a patient. They were using the arctic sun device in normothermia to control the patient¿s temperature. Nurse stated that they were receiving a low flow alarm. They have tried checking the connections and straightening the tubing. Confirmed they have four pads connected, nurse was unsure of which size, pads are new. Patient had not been to any procedures or imaging. Had nurse stop therapy, empty pads, and disconnect the pads. Walked nurse through placing the device in manual control. With no pads connected, system diagnostics showed that the water flow rate (wfr) was 1.8 l/min, inlet pressure (ip) was -7.9psi, circulation pump command (cpc) was 90 percentage, system hours were 2,366 and pump hours were 1,9994. Had nurse attached left leg holding only the blue tubing and not the clear plastic clamp. Water flow rate (wfr) was 2 l/min, inlet pressure (ip) was -4.1psi, circulation pump command (cpc) was 91 percentage. Attached left chest pad: water flow rate (wfr) was 2.1 l/min, inlet pressure (ip) was -4.1 psi, circulation pump command (cpc) was 100 percentage. Attached right leg pad: water flow rate (wfr) was 0.6 l/min, inlet pressure (ip) was -2.6psi, circulation pump command (cpc) was 100 percentage, had nurse remove the right leg pad. Attached right chest pad: water flow rate (wfr) was 1.3 l/min, inlet pressure (ip) was -5.1 psi, circulation pump command (cpc) was 67 percentage. Explained the circulation pump was working hard on this device and might be the issue, asked nurse if they had another device, they could try these pads on. Nurse stated that they have already requested another device from biomed, they were waiting on it to be brought to them. Walked nurse through disabling manual control and resuming therapy, water flow rate (wfr) was settled at 1.6 l/min. Had nurse tried adding back the right leg pad and water flow rate (wfr) was went up to 2 l/min and holding. Suggested they try swapping to another device and if that did not work, they might also try a new set of pads. Encouraged nurse to call back if they have any more issues.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.